Event description:
The information received with return of the device does not address the patients clinical status but notes that during the implant procedure the device had a header problem and ventricular lead impedance >2000 ohms.